Event description:
The customer reported the system displayed errors and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Several parts were replaced as a precautionary measure, the fault was probably caused by unstable electrical power. The system operates as intended.